Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the reports were not printing. A technical support specialist (tss) found that 16 scheduled reports, were mapped to a stockout printer that was in an error state with 87 print jobs stuck and removed some of the print jobs, but the printer still reported an error. Then the tss attempted to ping the printer's assigned internet protocol (ip) failed, indicating either an incorrect ip configuration or a network issue. The tss made pharmacist to restart the printer, but the issue was not resolved. Then the tss corrected the ip address with what customer gave and the printer immediately started printing the old jobs. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, reports were not printing and not routed correctly. The customer mentioned that the reports which were not printing included refill and stockout reports and also stated that there were additional reports affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.